Manufacturer narrative:
The issue was corrected on-site, and subsequent cases have proceeded without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the account was not receiving consistent scans in regards to protocol.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial resection, the 3d model loaded in the application software was bright and of low quality. Adjustment of the pixel offset for constant mr was performed to darken the image. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.